Event description:
It was reported that this brady device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis has not been performed yet as device details have not been provided for technical services evaluation. Technical services provided steps for analysis of the device. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.